Manufacturer narrative:
A second sample was drawn from the patient after treatment was adjusted. The architect tsh result was 0.05 miu/ml, elecsys tsh was 2.57 miu/ml and immulite tsh was 2.24 miu/ml. No patient sample or reagent kits were available for in-house testing. Testing was performed using retained in-house file samples of architect tsh reagent lot 10907jn01. Validity and acceptance criteria were met. A review of complaint records for both the implicated lot and the assay identified that this is the only complaint received for this issue and lot number to-date. No other atypical complaint activity was identified in this review. A labeling review performed as part of this evaluation identified that there are sufficient instructions in the product labeling to assist the customer in resolving this issue. In summary, no product deficiency was identified.

Event description:
The account generated an architect tsh result of 1.35 miu/l for a male patient. The physician expected a result of approximately 80 miu/l. The same sample was tested using alternate methods and the following results were generated: 90 miu/l (elecsys), 85 miu/l (immulite), and 90 miu/l (ria). The sample was tested diluted on the architect and the following results were generated: 6.4 miu/l (1:5), 23.4 miu/l (1:10), and 48 miu/l (1:20). The patient was taking onimazol medication at 1.5 pills per day until (B)(6) 2011 and then 3 pills per day from (B)(6) 2011 to (B)(6) 2012. It is unknown whether the patient's medication was adjusted based on the architect tsh result. No adverse impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).